Event description:
It was reported that the patient experienced recurrent low blood glucose consistent with fingerstick measurements after an accidental double lunch announcement and a normal dinner announcement followed by reduced intake, which could contribute to fluctuating glucose levels. Symptoms included hypoglycemia. Outcomes included urgent low glucose.

Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed that the patient treated the lows with oral glucose, including glucose tablets and orange juice, and continued monitoring until glucose returned to target. It was concluded that the cause of hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.